Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of fluid overload (characterized by dyspnea), which progressed into pulmonary edema and required hospitalization. The peritoneal dialysis registered nurse (pdrn) attributed causality to the patient¿s use of (B)(6) dextrose solutions, when a combination of (B)(6) was needed to increase ultra-filtration. The pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Fluid overload and pulmonary edema are well-known potential complications of the end stage renal dialysis (esrd) process. Causality can often be attributed to several different internal and external factors such as, physiological changes, mechanical issues, membrane/transport failure. Additionally, patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor, thus limiting the efficacy of renal replacement therapy (rrt). Based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred.

Event description:
On (B)(6) 2021, fresenius became aware this (B)(6) female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2019 was hospitalized due to a ¿buildup of fluid in the lungs.¿ no additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6)2022 with dyspnea. Radiological testing revealed the patient was fluid overloaded and suffering from pulmonary edema. The patient was formally admitted and underwent several ccpd treatments using solely (B)(6) dextrose solution to increase ultrafiltration (uf). Prior to admission the patient was utilizing only (B)(6) dextrose-based solutions, when they should have incorporated the use of ((B)(6) dextrose-based solution as trained. The pdrn confirmed the patient is elderly and recently they have been experiencing a mental decline. The patient remains hospitalized; however, discharge is expected this week. The patient will be moving into the patient contact¿s home, and the patient contact will assume the patient contact including ccpd, as they are unintentionally non-compliant at times. The patient continues to undergo ccpd while hospitalized and has returned to utilizing a (B)(6) dextrose-based solution. The patient is recovering (no longer dyspneic), and her pulmonary edema and fluid overload have drastically improved. The pdrn reported the patient would resume utilizing the same liberty select cycler following discharge. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction..

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, fresenius became aware this 84-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2019 was hospitalized due to a ¿buildup of fluid in the lungs.¿ no additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with dyspnea. Radiological testing revealed the patient was fluid overloaded and suffering from pulmonary edema. The patient was formally admitted and underwent several ccpd treatments using solely 4.25% dextrose solution to increase ultrafiltration (uf). Prior to admission the patient was utilizing only 1.5% and 2.5% dextrose-based solutions, when they should have incorporated the use of 2.5% and 4.25% dextrose-based solution as trained. The pdrn confirmed the patient is elderly and recently they have been experiencing a mental decline. The patient remains hospitalized; however, discharge is expected this week. The patient will be moving into the patient contact¿s home, and the patient contact will assume the patient contact including ccpd, as they are unintentionally non-compliant at times. The patient continues to undergo ccpd while hospitalized and has returned to utilizing a 1.5% and 2.5% dextrose-based solution. The patient is recovering (no longer dyspneic), and her pulmonary edema and fluid overload have drastically improved. The pdrn reported the patient would resume utilizing the same liberty select cycler following discharge. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On 5/jan/2021, fresenius became aware this 84-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2019 was hospitalized due to a ¿buildup of fluid in the lungs.¿ no additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with dyspnea. Radiological testing revealed the patient was fluid overloaded and suffering from pulmonary edema. The patient was formally admitted and underwent several ccpd treatments using solely 4.25% dextrose solution to increase ultrafiltration (uf). Prior to admission the patient was utilizing only 1.5% and 2.5% dextrose-based solutions, when they should have incorporated the use of 2.5% and 4.25% dextrose-based solution as trained. The pdrn confirmed the patient is elderly and recently they have been experiencing a mental decline. The patient remains hospitalized; however, discharge is expected this week. The patient will be moving into the patient contact¿s home, and the patient contact will assume the patient contact including ccpd, as they are unintentionally non-compliant at times. The patient continues to undergo ccpd while hospitalized and has returned to utilizing a 1.5% and 2.5% dextrose-based solution. The patient is recovering (no longer dyspneic), and her pulmonary edema and fluid overload have drastically improved. The pdrn reported the patient would resume utilizing the same liberty select cycler following discharge. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction..